Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that it has condensation on the screen. Customer stated that he has noticed it twice; the first time she put it in a bag of rice and it worked. Device was exposed to sweat and it has a long scratch on the screen. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. The insulin pump has a minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. No scratched noted on lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.